Event description:
It was reported that through a remote transmission, loss of capture was observed on the left ventricular lead. The patient was asymptomatic. All other electrical values were normal. No intervention was reported. No further information could be obtained.

Manufacturer narrative:
.